Event description:
The device was used in a laparoscopic cholecystectomy procedure. On the initial firing, when the doctor attempted to fired over a vessel, the jaws would not close. The jaws were not retaining the clips in both sides. There were no broken pieces. The device had not been fired. The doctor reported there was no difficulty encountered during insertion. Pulled another device to proceed with the case. No pt consequences.